Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device also had a cracked case on lcd display window corners, cracked battery tube threads, and scratched lcd window noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection.

Event description:
The customer's sister reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. She stated that the customer had the device against her skin and it was exposed to sweat. Blood glucose value was 169 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.